Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and was emitting tones. The patient had recently experienced a syncopal episode and it could not be determined if device was able to deliver therapy to the patient. The physician elected to explant the ICD.